Event description:
Fire in the endotrachial tube was quickly caught by the surgeon and extinguished. The oxygen levels were decreased to avoid subsequent problems.what was the original intended procedure?tracheostomy.